Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed failed battery test. The customer¿s blood glucose level was 189 mg/dl at the time of the incident. The customer declined to troubleshoot for the failed battery test. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, operating currents, self test, off no power test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. The device was monitored and no failed battery alarm and no weak battery alarm noted. The device was received with minor scratched display window, broken battery tube threads, cracked reservoir tube lip, cracked case at reservoir tube window corner, stained end cap sticker, stained address label and stained serial number label.